Event description:
It was reported the patient was able to recharge for the last time "about a week and a half ago." Communication and coupling issues were reported. It was stated that the implantable neurostimulator may be flipped, but was not confirmed at the time. When asked if the pocket was loose, the patient responded with "yeah, it's flipped!" It was noted that it had been that way since the previous revision. The "reposition antenna screen" was seen many times by the patient when using the antenna locate feature. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4), implanted: (B)(6) 2012. Product type: recharger: product ID 37744, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient. (B)(4).